Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. There is no shared data log available for review. The reported event of a bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.

Event description:
Previously f1 was submitted with wrong MFR # year 2015. Resubmitted follow up 001 report with right MFR number 3004753838-2016-01763 to match the initial MDR 3004753838-2016-01763.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submitted with wrong MFR # year 2015.  Resubmitted follow up 001 report with right MFR number 3004753838-2016-01763 to match the initial MDR 3004753838-2016-01763.